Manufacturer narrative:
(B)(4). Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that the insulation of this right atrial (ra) lead was damaged by the physician while using cautery during the right ventricular (rv) lead replacement procedure. As a result, the ra lead was also explanted and replaced prior to pocket closure. No additional adverse patient effects were reported.